Event description:
In 2003, it was reported to arthrocare corp that a pt sustained a second degree burn following a wrist arthroscopic procedure using a short bevel, 2.3mm 35 degree arthrowand. The burn was reported to be consistent with the irrigation outflow path. It was reported that the device was used for more than 10 minutes in the coagulation mode. To date, no surgical intervention is planned to treat the affected area.